Event description:
Discordant advia 1800 creatinine and urea results were obtained on a patient sample from (B)(6) 2011. The results were reported to the physician. Upon retest the corrected results were reported to the physician(s). There were no report of patient intervention or adverse health consequences due to the discordant creatinine and urea results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse performed the total service call to verify the wash station operation and probe and mixer adjustments. The fse found small bubbles in the rrv oil this was due to the straw being pulled out from the oil bottle. No actual conclusion can be made as to what specifically corrected the problem. The instrument is performing within specifications. No further evaluation of the device is required.